Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 07/06/2020. Investigation conclusion: it was reported that the tubing kinked and leaked above lower y-site port during an infusion. Received one used primary set model 2420-0007, lot 19125574. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found one small tubing tear (p/n 660132) 2 inches above the set¿s distal smartsite. The tear site was jagged and uneven and was measured to be 0.410 inches in length. No kinks were observed throughout the entire set and no other damages or anomalies were found. Functional testing was performed by attaching the set to a lab IV bag with blue dye water and by allowing fluid to flow via gravity. The set leaked from the tubing tear that was noted during inspection. No flow issues or other leaks were observed throughout the set or its components. No further testing could be performed on the set due to the tear in the tubing. Equipment used (measurement and testing performed on 14aug2020). Optical ram-cnc, eq08204, calibration due date: 05feb2021. Ruler, eq 100629, calibration due date: 30apr2021. A device history record for model 2420-0007, with lot number 19125574 was performed. The search showed that a total of (B)(4) were built in 1 lot on 05dec2019. The search showed that there were no quality notifications for the failure mode reported by the customer. The root cause of the customer¿s experience was not identified because no visual kinks were observed during visual inspection. The tear damage on the set was not expected to have occurred during assembly as the leak was observed during use. However, corrective action (CAPA 723603) was created to address the root causes that are specific to the bd/tijuana manufacturing site. The CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency. H3 other text : see h10.

Event description:
It was reported that as lvp 20d 2ss cv tubing was kinked and leaked. The following information was provided by the initial reporter: material no: 2420-0007 , batch no: 19125574. It was reported that the tubing kinked and leaked above lower y-site port. "Tubing had kinked over on itself above lower y-site port (area identified with permanent marker and below where tape is), rn unkinked and resumed infusion. Patient notified rn of wet area on bed, infusion noted to be leaking from where area was kinked."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv tubing was kinked and leaked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 19125574. It was reported that the tubing kinked and leaked above lower y-site port. "Tubing had kinked over on itself above lower y-site port (area identified with permanent marker and below where tape is), rn unkinked and resumed infusion. Patient notified rn of wet area on bed, infusion noted to be leaking from where area was kinked."